Event description:
User facility reported they encountered a vacuum alarm with the first disposable novasure device followed by unsuccessful cavity integrity assessment (cia) tests with the second and third devices. A perforation was noted on hysteroscopy following these attempts at uterine ablation. No treatment was required and the patient was discharged home.

Manufacturer narrative:
Device history record review was conducted for the reported lot number and was determined to be valid. Currently, unable to establish a relationship or impact to the reported observation due to no product available or serial number provided. According to the IFU under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36). Although designed to detect a perforation of the uterine wall it (cia alarm) is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgment must always be used.